Event description:
Spacelabs healthcare was notified that multiple beds connected to the xhibit telemetry receiver (xtr) system are showing offline. There is no patient or user harm reported with this event.

Manufacturer narrative:
A product support specialist (pss) retrieved the device logs for further investigation. During the review, it was found that the xhibit telemetry receiver (xtr) experienced issues communicating with the telemetry farm. It was also found that there was an error message surrounding the remote view service. The pss was able to determine that the issue was caused by a problem with the remote view service, which was subsequently turned off to resolve the issue. It was identified that there was an error in the previous version of the software that resulted in the reported issue. The issue was corrected in the current version of software.